Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead presented to clinic due to the device emitting beeping tones. High out of range measurements were observed. It was reported measurements were typically in the 90 ohms range. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device and lead will continue to be monitored at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating defibrillation threshold (dft) testing was performed to assess the system. Measurements throughout testing were acceptable. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).